Event description:
It was reported that the customer would like to have their stockert generator inspected. They believed that there may be a grounding pad issue that had caused a sizeable skin burn on the patient. Further info provided by the biomed department at the facility and the charge nurse was that they may have gotten the patch on incorrectly and the skin burn may be a result of it. Biomed had checked the power on the stockert and is withdrawing the request of the unit be checked as initially reported. They will follow up if they have further issues.

Manufacturer narrative:
Inspite of multiple attempts no info was received regarding the grounding pad used during the procedure nor patient burn condition. In the case of this complaint, the issue was resolved by user education in proper system operation with respect to indifferent electrode placement. The generator was operating as expected.